Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Reported, the customer has to press on the wake button multiple times to turn the pump screen on. Blood glucose was not impacted. Reportedly, the customer had a pump available as alternate insulin therapy.